Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded therefore a device analysis could not be completed. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of five of peritoneal dialysis therapy. During the troubleshooting it was reported that the patient line extension leaked due to a small hole (one to two centimeters) from the connection. Proper procedures per the user manual were reviewed. There was no patient injury or medical intervention associated with this event. No additional information is available.